Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, during "retracing" the device, shavings dropped into the cavity and were retrieved. No patient injury was reported.